Event description:
It was reported ay the rep that the (1) 512sa was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon could not arm the trocar. The red button would not stay down. The case was completed with a new 512sa (opened a new kit) and there was no consequence to the patient.